Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that there was a hole on the shaft. The stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.15mm rotapro was selected for use. During the procedure, after cutting with the rotaburr, the drive shaft sheath was removed as usual outside the body, and when the drive shaft sheath was checked, it was found that there was a hole in the drive shaft sheath. There was also an unusual noise during the procedure. The procedure was completed with this device. There were no patient complications reported post procedure.

Event description:
It was reported that there was a hole on the shaft. The stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.15mm rotapro was selected for use. During the procedure, after cutting with the rotaburr, the drive shaft sheath was removed as usual outside the body, and when the drive shaft sheath was checked, it was found that there was a hole in the drive shaft sheath. There was also an unusual noise during the procedure. The procedure was completed with this device. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer. Inspection of the device found that at 22.8cm distal from the strain relief, the sheath was flattened (damaged). Inspection of the device found that at 22.8cm distal from the strain relief, the sheath was torn. When the rotapro advancer was connected to the rotapro console and the ablation button was pressed, the device stalled and did not run. The sound of air escaping the device could be heard during the stall.